Event description:
It was reported that after a replacement of the implantable neurostimulator (ins) for normal battery depletion, impedance readings were >4000 ohms on the 0 and 2 electrodes. The lead and extension had not been replaced during the surgery. It was later reported that the lead was not providing adequate stimulation and that only two of the four contacts still were "working.'' A lead revision was discussed but had not yet been scheduled at the time of this report. Add'l info has been requested, a follow up report will be sent when add'l info becomes available.

Manufacturer narrative:
(B)(4).